Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 650mcg/day via an implantable pump. The patient¿s medical history included tbi (traumatic brain injury) requires full care. On (B)(6) 2020 it was reported that the patient presented to the ER (emergency room) on (B)(6) 2020 with symptoms of itb (intrathecal baclofen) withdrawal. The patient required ativan and periactin to control the withdrawal symptoms. A side port showed no flow and the pump volume was correct. The x-rays were negative. The patient was taken to or (operating room) on (B)(6) 2020. The patient was in obvious withdrawal, tachycardic, leg cycling, distressed. In the or the pump was exposed. Out of pocket csf (cerebral spinal fluid) return from the catheter but a pin hole noted about 2¿ from the pump connector. The piece of damaged catheter was removed, and the pump was replaced. The pump volume was assessed and no discrepancy, no alarm and no log findings. There were no noted environmental, external or patient factors that may have led or contributed to the issue. The report on sunday (B)(6) 2020 the patient was doing much better and was being discharged on monday. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly of the pump. H3: the catheter was returned, and analysis found a user related hole in the catheter body. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.